Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the right ventricular (rv) the post-operative x-ray revealed that the rv lead dislodged from the rv septum to the rv apex. The lea was repositioned and remains in use. No patient complications have been reported as a result of this event.